Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a laparoscopic gastric bypass, the green button was pressed but the handle was not squeezed. Additionally, it was stated that the first pins were noticed to have popped out and seemed already fired. It was also stated that two reloads had malfunctioned during the event. The product was replaced. There was no patient injury.